Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach with a 4.5f non-bsc introducer sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery (pta). A non-bsc guide wire crossed the lesion and was replaced with another non-bsc guide wire. After a non-bsc chronic total occlusion (cto) catheter was advanced, a 1.5mm x 20mm x 143cm es coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed from the patient's body and was replaced with a 2mm x 2cm nc coyote balloon catheter and dilatation was performed. Subsequently, a 2.0 x 1.5mm x 210mm non-bsc balloon catheter was used to further dilate the pta. A 4mm x 4cm non-bsc balloon catheter was also used to dilate the popliteal artery; however, the balloon ruptured. The procedure was then completed with a 4mm x 1.5cm cutting balloon catheter. No patient complications were reported and the patient's status was good.